Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left ptosis mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. . Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a female patient underwent breast surgery with a 425cc mentor smooth round moderate profile on both sides and experienced breast implant deflation on her right side postoperatively. On (B)(6) 2024, mentor became aware that patient also experienced bilateral ptosis in addition to right side deflation and replacement devices used on (B)(6) , 2023 were catalog number 3341204; serial number (B)(6) on the left side and catalog number 3341154; serial number (B)(6) on the right side. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).